Event description:
The customer observed falsely depressed sodium results generated on the architect c4000 processing module for one sample. The following data was provided: (B)(6) 2024 sid (B)(6) initial result = 113 mmol/l, repeat = 140 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Per abbott recommendation, the customer updated the calibration curve and ran a reproducibility test using the same reagent lot number. The results were in the expected range and quality controls were acceptable at the time of the incident. The customer advised there were no new incidents. Return testing was not completed as returns were not available. A search for similar complaints did not identify an increase in complaint activity for the conc ict diluent lot number 31950un23. Ticket trending review did not identify any trends for the issue for the product. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the conc ict diluent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium results generated on the architect c4000 processing module for one sample. The following data was provided: (B)(6) 2024 sid (B)(6) initial result = 113 mmol/l, repeat = 140 mmol/l no impact to patient management was reported.